Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the reported device expiration issue appears to be related to the use error. It was reported that the xience sierra was possibly used past the expiration date. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions states: note the product use by (expiration) date specified on the package. It is likely the IFU deviation of device expiration issue contributed to the event. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure, on an unspecified date, was to treat an unspecified lesion. A 3.0x28mm xience sierra, which may have been used past expiration, was noted to have failed to reach the lesion. There were no adverse patient effects nor significant delay reported. No additional information was provided.